Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) would not come down causing a small hole tore in the patient¿s groin. Therefore, the physician had to use a 30cc syringe and was able to dislodge device from patient. A stitch was then placed for closure. There was no reported patient injury. The sales rep was present at the time of the procedure. The physician user is an excellent user and very capable to deploy the mynx. The registered cardiovascular invasive specialist (rcis) was well versed with the device. The device was prepped as per IFU. The contrast was used as per recommended ratio of heparin and saline during prep. The physician was given device as usual, he watched under floro for balloon and proceeded when he came to remove device he pulled back on the syringe as usual, the physician pulled back and could not get the device to come out, they observed under floro that the balloon was still partially inflated and attempted to pull negative with a 20cc syringe with no resolution. Other additional procedural details were requested but were unknown. The device will be return for evaluation.

Manufacturer narrative:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) would not come down causing a small hole tore in the patient¿s groin. Therefore, the physician had to use a 30cc syringe and was able to dislodge device from patient. A stich was then placed for closure. There was no reported patient injury. The sales rep was present at the time of the procedure. The physician is identified to be an excellent user and well verse to deploy mynx devices. The registered cardiovascular invasive specialist (rcis) was well versed with the device. The device was prepped as per the IFU. The contrast that was used, followed a recommended ratio of heparin and saline during prep. During the procedure, the physician was given the device and used it guided under floro. When the physician came to remove the device, he pulled back on the syringe but could not get the device to come out. They decided to observe it again under floro and it shows that the balloon was still partially inflated. He attempted to pull negative pressure using a 20cc syringe but still no resolution. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with stopcock open, the procedural sheath was on the catheter, fully retracted, and the advancer tube was observed to have been on the catheter shaft, covering the balloon¿s proximal tip as received. The sealant and the syringe were not returned with the device. The balloon was noted to be fully deflated. Per functional analysis, leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Per microscopic analysis, the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f1934301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ was confirmed during analysis of the returned device. Per the product analysis, the event was caused by the proximal end of the polyimide shaft pushed against the plunger. This causes fluid/air being trapped in the balloon, resulting in the balloon failing to deflate. According to the mynxgrip IFU, which is not intended as a mitigation of risk, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. This issue appears to be related to the manufacturing process of the product. A risk assessment has been opened to further investigate this issue.